Manufacturer narrative:
Date of report: 01may2019. The service engineer (se) inspected the device. The se reinstalled the check valve 2 and the ventilator passed all testing.

Event description:
It was reported that during preventative maintenance the ventilator generated a oxygen cracking flow out of range error code. There was no patient involvement. Event date not specified.